Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)(4). The customer's experience of a leak and tear on upper silicone segment was verified. A crush mark was present on the upper fitment. The cause of the tear in the silicone tubing was undetermined.

Event description:
Customer reported set leaking in the intensive care center in which the silicone segment was torn about 3/4 of the way through, just below the upper fitment. There was no patient harm or medical intervention.